Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low impedance was observed on the left ventricular lead. Reprogramming was completed to resolve the event and the patient was in stable condition.